Event description:
It was reported that the patient developed an infection. The entire pacemaker system was removed successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).